Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced due to high capture thresholds. Previously increased capture threshold was observed. The lead was capped during the generator change out due to prophylactic. There were no other electrical anomalies observed. The patient was stable before and after the procedure, and will be followed normally.